Manufacturer narrative:
One used epidural flat filter was returned for analysis. Visual inspection of the sample noted good condition. The filter was then flushed with a water filled syringe; noting a leak from the central part of the filter. Based on the evidence, the complaint was confirmed and the root cause is due to a supplier issue.

Event description:
Information was received that a smiths medical portex epidural continuous tray leaked drug on the side of the filter upon injecting the medication. It was also reported that the filter is broken. No patient injury resulted.